Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: the black box shows a por after a low battery alarm on (B)(6) 2017 17:11; when pump was powered back on the time/date was set incorrectly to 2017-01-13 05:27. Multiple power on resets were observed in the blackbox. A time/date reset after por was confirmed during testing. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 28.9 mmol/l with symptoms of thirst and urination. The patient self treated with insulin injections at the time of the event, and did not receive outside assistance or advice. The patient remained on the pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the basal totals did not match, and the variation was due to an unknown cause. The remaining basal and bolus deliveries matched their expected values. This complaint is being reported based on the allegation that a patient experienced a hyperglycemic event while on the pump.